Manufacturer narrative:
(B)(4). Investigation summary: the handpiece was received disassembled and the nose cone was detached not returned. No functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect the remaining components. The moisture indicator was positive and the internal wires were disconnected. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nosecone. It is probable that the ingress of moisture affected handpiece functionality. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch

Event description:
It was reported that during an unknown procedure, the device did not work anymore. Patient consequence was not reported. No further information available.